Event description:
The customer reported having an intermittent failure to power up.

Manufacturer narrative:
(B)(4): the customer reported having an intermittent failure to power up. The unit was evaluated locally by a philips field service engineer. The energy select switch was replaced to resolve the issue.